Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had three stored episodes, two non-sustained ventricular and one signal artifact monitor (sam). Technical services (ts) examined device episode data and found signal artifact that resembled possible electromagnetic interference (emi). It was noted that this was isolated and all other device measurements were normal. No adverse patient effects were reported. Currently, this ICD remains in service.